Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch report is for the suspect device used in system 2. Reference medwatch report (B) (4) for the suspect device used in system 1.

Event description:
Reporter alleged obtaining a result of 183 mg/dl on compact plus system 1 compared back to back with a result of 76 mg/dl on compact plus system 2 when testing was performed within 10 minutes. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Event description:
Tech alleged that the head of the bed drifts down.